Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is from a data use agreement (dua). The dua summarizes 50 patients that were implanted with matrix mandible plating system and synthecel. Implantation was at (B)(6) medical center. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: unk - synthecel and unk - constructs: matrixmandible plates and screws adverse event(s) and provided interventions possibly associated with unk - synthecel (qty 1): patient ID #7 (39-year-old female)¿ patient had procedure due to chiari malformation. Patient had additional dural closure with fibrin sealant and duregen. There were no intra-op complications, but had a surgical site infection 1 week post op. Infection was noted to be related to the synthecel. Treatment included suboccipital decompression re exploration w removal of plate & screws & I & d of wound w deep tissue debridement. Adverse event(s) and provided interventions possibly associated with unk - constructs: matrixmandible plates and screws (qty 1): patient ID #7 (39-year-old female)¿ patient had procedure due to chiari malformation. Patient had additional dural closure with fibrin sealant and duregen. There were no intra-op complications, but had a surgical site infection 1 week post op. Infection was noted to be related to the synthecel. Treatment included suboccipital decompression re exploration w removal of plate & screws & I & d of wound w deep tissue debridement. Adverse event(s) and provided interventions possibly associated with unk - synthecel (qty 1): patient ID #23 (62-year-old male)¿ patient had procedure due to chiari malformation. There were no intra-op complications, but had a csf leakage 3 weeks post op. Csf leakage was noted to be related to the synthecel. Treatment included lumbar drain for 20 days. Adverse event(s) and provided interventions possibly associated with unk - constructs: matrixmandible plates and screws (qty 1): patient ID #23 (62-year-old male)¿ patient had procedure due to chiari malformation. There were no intra-op complications, but had a csf leakage 3 weeks post op. Csf leakage was noted to be related to the synthecel. Treatment included lumbar drain for 20 days. This report is for an unknown matrixmandible construct.